Event description:
Customer received result of hi (greater than 33.3 mmol/l) on the mobile system, and result of 7.9 mmol/l on the aviva nano system within 10 minutes requested return of suspect device and replacement was sent. No actions taken based on device results. No adverse event reported. Requested return of suspect device. Customer stated she no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the aviva nano system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the mobile system.